Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a patient reported they first started experiencing the jolt in the left hip was (B)(6). The patient reported they can not pin point any circumstances that led to the jolt in the left hip. To resolve the issue they contacted the manufacturer where someone helped or the healthcare professional's office.

Event description:
Information was received from a patient who was implanted with a neurostimulator for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was getting a jolt in the left hip. It started as a slight jolt but it had gotten stronger and closer together as the day went on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.